Event description:
It was reported that the controller exhibited an unexpected loss of power after the patient disconnected the controller from the controller ac adapter with a battery connected to the other power port. A second battery was connected and the alarm resolved. Review of data log files revealed that the first battery exhibited a power disconnect, that the controller exhibited power switching and a prior loss of power, and that the ventricular assist device (vad) logged a motor start event with power parameters higher than normal. The vad, controller, and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2022 / serial #: (B)(6) UDI #:(B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 07-may-2021 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2024 / serial #: bat983226 UDI #: 00763000629717 d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 13-jul-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event.  ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: controller serial or lot#: (B)(6) additional products: battery serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ((B)(6) ), one (1) controller ((B)(6) ), and one (1) battery ((B)(6) ) were not returned for evaluation. Review of the controller log files revealed two (2) controller power up events with an associated pump start event logged on (B)(6) 2023 at 00:32:15 and on (B)(6) 2023 at 00:40:56. The data point prior to the first loss of power revealed that the adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 95% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that the adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 91% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). The controller was without power for nine (9) seconds and for twelve (12) seconds respectively. No anomalies were observed leading to the loss of power. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6) , which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a battery with a rsoc greater than 25%. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and additional batteries. The associated battery had been lubricated prior to release. Log file analysis revealed motor start events recorded on (B)(6) 2023 at 06:16:36 and on (B)(6) 2023 at 00:41:00 in which the motor start parameters were atypical. As a result, the atypical parameter finding, loss of power, power switching and power disconnect alarm were confirmed. Based on the information available, the device may have caused or contributed to the reported event. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the power disconnect alarm and rsocs between 101-201 can be attributed to a communication error between the controller and battery. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Based on an inve stigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to a momentary disconnection due to fretting corrosion of the controller-port/power-source pins, contamination on the controller rece ptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.